Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) would elevate at night. Bg at time of report was 300 mg/dl with small ketones. Bg was addressed with manual injections. During troubleshooting with tandem technical support, drops of insulin were not coming out of the cartridge patient line or the infusion set tubing. Supplies were changed and insulin was resumed. Recommendation was made for customer to contact healthcare provider regarding diabetes management.